Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was 6.0 inr. The corresponding lab result reported was 3.59 inr. The patient's coumadin was held. Another comparison from 4 days before, was also reported where the device result was 3.1 inr compared to a lab of 2.25 inr. The device was replaced and requested to be returned to the manufacturer for evaluation.